Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tni and a result of 0.73ng/ml was obtained. The patient's original sample was retested for accu tni on the same day. The repeated accu tni was 0.01ng/ml. No additional information regarding this event was provided by the customer. There was no report of change to patient treatment that can be connected with or attributed to this event.

Manufacturer narrative:
Qc was within specifications the day of the event. System check ran five days after date of event was within specifications. The specimen was collected in bd, plasma tube and centrifuged at 2279g for 10 minutes. Service information is not available. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.